Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The cable and saline lines have been cut from the device and not returned with it. The shaft covering at the tip has been peeled back, exposing more of the shaft underneath than normal. The shaft covering that is pulled back is still attached. The wand cannot be tested due to the cut cable and wand data cannot be extracted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, contact with sharp objects or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the coblation halo wand rubber shaft peeled back, exposing what lay beneath. The procedure was resumed, without any delay, using an equivalent sn back-up. No further complications were reported.